Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the system controller pcb and the user interface pcb assemblies. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. The customer advised that the device would boot to the self-test in progress screen, but would not complete the boot cycle and would reboot itself. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly and determined that the pcb was the cause of the reported issue. However the issue was intermittent, therefore further component cause could not be determined. The removed system controller pcb assembly was an ancillary part and there was no failure of this assembly.